Manufacturer narrative:
Investigation of the complaint kit did not find any product problem. The CT value generated on the positive result indicates the sample is at below or near the limit of detection of the test (lod). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a false positive result for a patient when they compared to results from a third party nucleic acid amplification test (naat) and the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. The patient sample generated a negative result using a third party test. Another sample was collected from same patient and generated a positive result for the sars-cov-2 target with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. This sample was frozen at -70c degree and retested with the cobas liat test. The retest generated negative results. No further information on the third party test was not provided. No harm indicated. Investigation of reagent kit did not find a product problem. The CT value generated on the positive result indicates the sample is at below or near the limit of detection of the test (lod).